Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Visual inspection of the balloon catheter showed that the push button luer was broken and leaking. Smart chip verification showed that the catheter was not used. The catheter failed the return inspection test due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the luer of the balloon catheter broke. The balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.